Manufacturer narrative:
The device evaluation also found the light guide lens and the objective lens were worn, and the suction was low due to damage of the suction channel. A liquid leak was observed due to a perforation in the air/water channel. The scope cap was deformed, and there was creasing on the insertion tube and the universal cord, due to chemical stresses. Several of the device components demonstrated wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during maintenance of the device it was suspected that a wire was broken. The device was sent to the olympus service center for evaluation and repair. The device inspection and testing confirmed the reported wire issue and found the angulation knob angle wire was broken due to wear. Additionally, the inspection found the interior side of the light guide lens was dirty due to a gap in the adhesive on the distal end of the scope. This report is being submitted for the reportable malfunction (gap of adhesive/interior lens stain) found during the evaluation of the device. There was no patient involvement or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed the cause of the suggested event that humidity entered inside of lg-lens (light guide lens) from leakage. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information: please read before use: warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Reprocessing manal: general policy: precautions warning: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.